Event description:
Customer reported a malfunction with the pump after taking a shower. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the customer was instructed to continue using the pump while being advised to call back if the malfunction code recurs.